Event description:
Further information indicated the device was explanted and replaced.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received analyzed and the device memory indicated the battery impedance value was beyond the expected upper range. (B)(4).

Event description:
It was reported that during a device interrogation, the implantable pulse generator (ipg) exhibited unexpected end of service (eos). The ipg remains in use. No patient complications have been reported as a result of this event.